Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was emitting recurring loss of prime warnings. The patient reportedly replaced the battery and completed rewind, load, and prime steps to clear the alarm, but the issue would recur again 10 to 20 minutes later. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box indicated no errors, alarms, or warnings related to the complaint. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no issues occurring. The force sensor calibration was within specifications and there were no defects found to the force sensor circuit. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).